Manufacturer narrative:
The device is expected to be returned for laboratory analysis. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and associated lead presented to the hospital in (B)(6) 2017 with chest pain and distress. A device check found the device was not functioning properly. The outputs of the device were doubled as a temporary resolution. It was also noted that the pacing impedance was increased. During an invasive procedure to investigate the issue, the pocket was opened and it was observed that the setscrew was defective. It was determined the device could no longer be used with the defective setscrew and the patient was scheduled for a replacement. On a later date, the device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted body fluid contamination in both lead barrels. Holes were observed in all four seal plugs. The rv+ setscrew capture washer was bent upward, indicating a force was exerted while loosening the setscrew. The hex slot in the rv+ rounded, suggesting the wrench was not fully seated into the setscrew. The rv+ setscrew was stuck in the loosened position and required 24 inch ounces of torque to free it; this is more force than an undamaged boston scientific torque wrench will apply. All other setscrews moved freely and operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was suspected that the setscrew was damaged due to the use of an incorrect torque wrench; however, it could not be determined when the damage occurred.